Event description:
The distributor reported a surgery due to the patient developing a fistula, during the surgery the surgeon identified the screws used to fixate the tmj implants were loose. The surgeon removed all of the screws and replaced them with 14mm screws. The surgery was in (B)(6) 2015, the exact date is unknown.

Manufacturer narrative:
The distributor reports the product was discarded by the hospital, therefore no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File seven of seven for the same event.